Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a question mark (?) Displayed on central control monitor (ccm), when the user started to use the capiox centrifugal pump/module and error message "service pump" was observed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by data log analysis. Per log analysis, a perfusion screen is opened. The capiox centrifugal pump reported "vmot voltage range error" and "display supply error" and rebooted. This will cause a "?" To appear on the central control monitor (ccm) as reported. After that, each time the pump is started the same errors occurred followed by a reboot. When the pump is started, 24 volt (v) is supplied to the motor. It seems likely the motor was causing 24v to be shorted to ground. During the laboratory evaluation, the reported complaint could not be duplicated. The control module operated normally with no issues over a four day period. The product surveillance technician (pst) connected the capiox control module to the system-1 (aps1) power supply, connected the lab-use only (luo) centrifugal motor with water test loop to capiox control module, powered on aps1 power supply, started pump and observed normal operation with no service pump message. The pst tested the capiox control module overnight and observed module to be operational the next morning. He powered off aps1 power supply and disconnected capiox control module and moved to cold chamber for four hours at ten degrees celsius. The pst retrieved and reconnected capiox control module to aps1 power supply and luo centrifugal motor, powered on aps1 power supply and started pump. He observed normal operation with no service pump message. During aps1 base testing, normal operation of the capiox centrifugal pump was observed with no question mark displayed on ccm. He inspected all components and solder joints and electrically measured q210 transistor on planar display with digital multimeter, no anomalies observed. The pst tested capiox control module over a 2 day period and observed normal operation with no service pump message. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.